Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a heart transplant on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an extrinsic outflow graft obstruction. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 9¿ of the sealed outflow graft was returned with the sealed outflow graft bend relief engaged to the graft attachment hardware. Additional, non-abbott, bend relief material had been sutured to the distal end of the original sealed outflow graft bend relief and covered the distal half of the graft. The apical cuff was returned secured with the cuff lock fully engaged. Upon removal of the sealed outflow graft bend relief, a 1.5¿ lengthwise crease was observed in the proximal half of the graft material. A small accumulation of tissue on the exterior of the graft was observed to have filled in and formed over the crease, suggesting that the graft had been distorted for an undetermined amount of time while (B)(6) was supporting the patient. The lumen of the sealed outflow graft revealed no evidence of developed or adhered depositions or thrombus formations. Although the evaluation could not determine a specific cause for the observed outflow graft distortion or a duration of time for which it was present, the graft distortion did not appear extensive enough to have caused or contributed to a functional issue as review of the patient¿s history found no prior reports of flow issues. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations within the device that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured events consistent with the patient¿s reported transplant surgery. The retrieved data appeared to capture the device functioning as intended. (B))(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. If heartmate 3 left ventricular assist system (lvas), serial number (B)(6), is returned at a later date this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. No device related issues were reported by the account. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.